Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation a drop test was performed and the device self activated. An xray was performed and showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly it was noted that the left bumper was bent within the device housing. Therefore, the investigation is confirmed for the alleged self activation issue. The identified bent left bumper likely contributed to the reported self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no reported patient injury.